Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge depleted from 75% to 15% while the pump was connected to a power source. The pump subsequently fully depleted and shut down. There was no impact to the customer's blood glucose level. It was indicated that a non-tandem pump would be used for diabetes management.